Manufacturer narrative:
The manufacturer previously reported receiving information alleging that a ventilator had a flow error. The device was not in patient use. The ventilator was returned to the manufacturer for service and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator had a flow error. The device was not in patient use. The device has yet to be returned to manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.